Manufacturer narrative:
Continuation of d10: product ID 3058 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2014 product type implantable neurostimulator product ID neu_unknown_lead lot# unknown product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported having one removed. The patient stated the "wire was removed," but they were shown a scan showing that at the very end where the wire was, there were a bunch of "black dots" remaining. The patient stated they didn't know if it was the "electrodes or what," but they were told by a physician that it was embedded in their bone structure, so they would not remove it. The patient wanted to know if it was MRI-compatible the way it was. Patient services reviewed this information with the patient, and the patient asked what doctor could remove it because they wanted an MRI.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had 2 implanted systems before and said one of the wasn't working and the other battery depleted (normal battery depletion). When asked, patient said did have reprogramming sessions at the doctor's office. Patient said was told that when they went to replace the batteries they found one of the wires was damaged (from an acupuncture needle) and they took it out; however, the other one was left in the body and doesn't know why. Documented reported event. No further action was taken by patient services. Patient was redirected to consult with current managing doctor regarding abandoned lead.

Manufacturer narrative:
Continuation of d10: product ID 3058, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2014. Product type implantable neurostimulator product ID neu_unknown_lead lot# unknown. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.